Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event of the display being discolored and missing segments. The display was found to be broken.

Event description:
It was reported the display is discolored and missing segments. The external pulse generator (epg) was returned for repair. There was no patient involvement.